Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the air/water nozzle of the subject device did not flow well with clogging the foreign material. The subject device might have been insufficient or incorrect reprocessed (the user may have used the poor reprocessing subject device for next procedure). There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) and investigated as follows; [investigation result]. -it was confirmed the reported phenomenon, "failure in air/water supply due to nozzle clogging". -it was also confirmed that the amount of air and water supplied did not meet the standards for shipment. -there was no dirt or foreign material could be confirmed on the mouth of the nozzle, but when the nozzle was removed and the inside of the nozzle was looked into from the assembly side, it was confirmed that the nozzle was clogged with foreign material. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. -the elastic foreign material collected from the nozzle was analyzed by ft-ir, and the main component was silicone. It was considered from the properties that the foreign material was silicone rubber. [Cause]. (Conclusion). It was not possible to identify the root cause of what, when, and how the foreign material in the reported phenomenon was clogged. (Consideration). It is presumed that the foreign material may have originated from silicon-based members such as tubes and packings. If additional information becomes available, this report will be supplemented.